Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was therefore explanted. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted the case was anodized which is indicative of a device delivering a large amount of shocks in a short amount of time. Device history was reviewed and it was verified the device reached elective replacement indicator (eri) battery status on (B)(6) 2019 due to long charge times. There were over 7,000 episodes on device memory and 301 lifetime shocks recorded. Review of available episodes did not note any noise; the episodes appeared consistent with true ventricular tachycardia (vt). An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. We have concluded that this device experienced normal battery depletion.